Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms and "squeaking" noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. The freedom driver was returned to syncardia for evaluation. Visual inspection of the external and internal components revealed no anomalies. Review of the alarm history (eeprom) revealed one alarm that occurred during the last service process. Only permanent fault alarms are recorded in the alarm history. Intermittent and/or recoverable alarms are not recorded in the alarm history. During investigation testing, the driver passed all test acceptance criteria, which included pressure test requirements associated with normotensive and hypertensive patient simulator settings, with no anomalies, squeaking noises or unintended alarms. The driver was then tested for an additional 72 hours at normotensive settings and met all test acceptance criteria, with no alarms or squeaking noises. The reported intermittent fault alarms and squeaking noises could not be duplicated. The driver performed as intended, and there was no evidence of a device malfunction. The reported issue posed a low risk to the patient because the freedom driver continued to perform its life-sustaining functions. Syncardia has completed its evaluation of this complaint and is closing this file.

Manufacturer narrative:
(B)(4).

Event description:
The customer reported that the freedom driver exhibited intermittent fault alarms and "squeaking" noises while supporting a patient. The customer also reported that the patient was subsequently switched to the backup freedom driver. There was no reported adverse patient impact. This alleged failure mode poses a low risk to the patient because although the freedom driver exhibited intermittent fault alarms and noises, the freedom driver continued to perform its life-sustaining functions. The freedom driver will be returned to syncardia for evaluation. The results of the investigation will be provided in a follow-up MDR.